Event description:
It was reported that the patient¿s blood glucose (bg) rose to 25.6 mmol/l (460.8 mg/dl) while wearing the pod on their hip/buttocks between 4 and 24 hours. The patient¿s parent reported the pod failed and was leaking insulin from the front of the cannula. Upon removal of the pod, the cannula was noted to have a twist in it and was not properly inserted into the skin. The patient was feeling very unwell with high bg levels. The patient¿s parent indicated they may need to seek medical attention if the bg levels do not decrease. The pod was removed and a new pod was applied approximately 30 minutes prior to the call. The parent stated they observed bg levels begin to decrease.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.